Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "pain in the left breast...the pain radiating to the costal edge" and "rupture" diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: not observed rupture on the device pain: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6., h.11.

Event description:
Patient reported "pain in the left breast. The pain radiating to the costal edge" and "rupture" diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain in the left breast...the pain radiating to the costal edge" and "rupture" diagnosed by ultrasound. Device has been explanted.